Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 130.6020 on their 8015 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: informed customer this is most likely due to the keypad. Recommended replacing front case\ keypad. Provided part number. Customer will order front cases and move forward from then. Ended call.